Event description:
It was reported that a patient underwent an plastic surgery procedure on an unknown date and suture was used. During a tummy plasty procedure at the time of using the product, the needle thread is detached, that is, several strands were disassembled. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/25/2025. H6 component code: g07002 - no device problem found h6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿ did this issue contribute to any patient adverse event? ¿ how many devices demonstrated the alleged deficiency? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep. The product was returned to ethicon for evaluation. Two unopened samples were received for analysis. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One empty winding former, one detached needle and one used suture piece outside the overwrap packet were received for analysis. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined under magnification, and no suture remnant was observed. The suture piece was examined, and the insertion end was found to be as expected. The force used to detach the needle from the suture could not be determined. In addition, a photo was provided showing two apparently closed overwrap packets and one open overwrap with a detached needle and suture. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.